Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter (hair, particles, and lint) was observed in the outer packaging of thirty one (31) vented high volume inlets. Additionally, there are indications that hair, particles, or lint may also be present inside the inlet tubing; however, this cannot be confirmed with certainty due to limited visibility. This was discovered during inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: based on evaluation of the reported particulate matter (pm) complaint, this event is determined to conform to a previously identified and well-characterized issue. An investigation has already been performed. The investigation concluded multiple failure modes related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.